Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow-blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-332a, unomedical, and mmt-1884l. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that on (B)(6) 2024 from 18:00:18.000 through 21:40:28.000, five total no delivery alarms were recorded. However, no alarms noted during testing. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no anomalies noted during visual inspection. However, moisture damage was found in electronic assembly. Unit was also received with battery tube threads - cracked, cracked case (battery tube), cracked case on battery side and scratched case. In conclusion, customer concerns were not confirmed during testing. Unit was tested successfully, and no unexpected no delivery alarms noted. Unit functioned properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.